Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# va0mt5f014, implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that on (B)(6) 2014, the patient¿s stimulator was not working. The healthcare provider (hcp) had been trying to get a hold of the patient and had been unsuccessful. There was no further information on the issue the patient was experiencing except that the stimulator was not working. It was unknown the exact nature of the complaint related to the stimulation. It was unknown when the patient started to have issues with stimulation. Information has been requested on what the issue was and the patient outcome. If additional information is received, a follow-up report will be sent.